Event description:
It was reported that pump clock was inaccurate by 30 minutes. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.